Event description:
During surgical procedure with abdomen open, a couple of hours into the case, the light handle spontaneously fell off - it fortunately landed on the sterile end down so did not make the case dirty.